Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection had occurred. It was determined that the loss of connection was related to the mobile application. No product was provided for evaluation. However, data has been received for investigation. A follow-up will be submitted upon completion of data investigation. No additional patient or event information is available.

Manufacturer narrative:
Com-(B)(4).

Event description:
A review of the share logs was performed and a loss of connection was found within the investigation window. The allegation was confirmed. The probable cause was the patient closed the mobile app.